Event description:
Consumer called to report meter is inaccurate. Analysis run on clark error grid using competitive readings (166) as ref. Point vs. Bd readings (291) yielded data points in the c range of the grid outside of acceptable limits.